Event description:
Pss instant ice compress burst upon activation and splashed in a health care worker's face. Health care worker didn't need medical treatment.

Manufacturer narrative:
The product lot was manufactured november 2010 where it was subjected to over 69 in process checks which involved the activation of the unit and subsequent pressure test to ensure no product leakage. All pressure checks document that the integrity of the bag was maintained following activation and there was no notation regarding the pouch material bursting. A review of complaints of this nature for other products finds no additional complaints received for bursting product following activation. The seals (top, bottom, back) of three retain samples of instant cold pack (B)(4) were reviewed and did not notice any weak seals or signs of possible leakage. Based on a review of this issue it was determined that none of the units during manufacture burst when activated. Rapid aid will continue to monitor for complaints of this nature. We have not been able to gather additional information. This is considered a final report.